Manufacturer narrative:
The reported device has just been returned. To assure timeliness in meeting the reporting requirements, 14apr2015, this initial report was written until the device can be evaluated. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected three 139104ext, ultraclean elec: 1"bade; ext in, due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with reoccurrence.

Manufacturer narrative:
The reported unused devices were returned for evaluation in original unopened packaging. Label verification and visual inspection was performed. The first sample was observed to have folds/wrinkles within the device short, straight seal area. One of the folds was observed to create an open channel through the seal area. This defect resulted in a breach of sterility to the device. The device packaging was missing seal transfer in the defect areas. This defect is likely a result of an improper seal during manufacturing the second and third samples were observed to have seal areas less than 1/4" along the short, straight seal side of the packaging. The seals appeared as if they were sealed at an angle. Dye leak testing was performed and it was found that the dye penetrated both sample's defect areas. Seal transfer was observed to be missing on both samples packaging defect areas. These defects are likely a result of improper sealing during the manufacturing process. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 36 devices, for this device family and failure mode. During this same time frame 2,431,967 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. An investigation has been initiated to determine it corrective/preventive actions are required. This issue will continue to be monitored through the complaint system to assure patient safety.